Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. D13383) for female sterilisation. The patient had a medical history of partial mastectomy, hernia repair, cyst removal, colonoscopy, cesarean section, breast reconstruction, breast biopsy, vertigo, post-traumatic stress disorder, paresthesia, dizziness and anxiety depression on (B)(6) 2022, corona virus infection in 2019 and obesity (36.14 kg/m2), premature birth (pre term 4), parity 4 (para/term 4) and multi gravida in 2017. Previously administered products included: septra ds for allergy and budesonide. Concurrent conditions were listed as triglycerides high, asthma, aphasia, anemia and forgetfulness since (B)(6) 2022, tobacco user (use: 1pk/day x 15yrs per day) since (B)(6) 2022 and secondary dysmenorrhea, perineal pain and pelvic pain since (B)(6) 2022. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1682 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n, date discrepancy noted in drug explanted (B)(6) 2022 and (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36 kg/sqm. [Hysterosalpingogram] on (B)(6) 2018: finding: the patient was explained the procedure, risks, benefits understand and agrees. Impression: the essure occlusion devices are satisfactory located in the fallopian tubes bilaterally. [Pathology test] on (B)(6) 2022: specimen : cervix, uterus, bilateral fallopian tubes diagnosis: uterus and cervix, hysterectomy: benign cervix, negative for dysplasia and malignancy. Secretory endometrium, negative for atypia and malignancy. Adenomyosis. Fallopian tubes, bilateral salpingectomy: benign fallopian tubes, no significant histologic change. Gross examination: fallopian tube: 3.0 x 0.8 x 0.7 cm description: purple, fimbriated, 0.1 cm para tubal cysts, pertinent history, abnormal uterine bleeding. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Relevant information added medical history, lab data, lot number, explanted date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. D13383) for female sterilisation. The patient had a medical history of partial mastectomy, hernia repair, cyst removal, colonoscopy, cesarean section, breast reconstruction, breast biopsy, vertigo, post-traumatic stress disorder, paresthesia, dizziness and anxiety depression on (B)(6) 2022, corona virus infection in 2019 and obesity (36.14 kg/m2), premature birth (pre term 4), parity 4 (para/term 4) and multi gravida in 2017. Previously administered products included: septra ds for allergy and budesonide. Concurrent conditions were listed as triglycerides high, asthma, aphasia, anemia and forgetfulness since (B)(6) 2022, tobacco user (use: 1pk/day x 15yrs per day) since (B)(6) 2022 and secondary dysmenorrhea, perineal pain and pelvic pain since (B)(6) 2022. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1682 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n, date discrepancy noted in drug explanted (B)(6) 2022 and (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36 kg/sqm. [Hysterosalpingogram] on (B)(6) 2018: finding: the patient was explained the procedure, risks, benefits understand and agrees. Impression: the essure occlusion devices are satisfactory located in the fallopian tubes bilaterally. [Pathology test] on (B)(6) 2022: specimen : cervix, uterus, bilateral fallopian tubes diagnosis uterus and cervix, hysterectomy: benign cervix, negative for dysplasia and malignancy. Secretory endometrium, negative for atypia and malignancy. Adenomyosis. Fallopian tubes, bilateral salpingectomy: benign fallopian tubes, no significant histologic change. Gross examination: fallopian tube: 3.0 x 0.8 x 0.7 cm description: purple, fimbriated, 0.1 cm para tubal cysts pertinent history abnormal uterine bleeding lot number: d13383,production date:2014-09-26,expiration date:2017-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2017, the patient had essure inserted. On (B)(6), 2022, 1673 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1673 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.